Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was noise on the electrogram. The noise was not able to be replicated with movement. The device was reprogrammed for ventricular blanking and sensitivity, and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.